Event description:
A low readings issue was reported with the adc device. A customer received a low sensor reading of 155 mg/dl and experienced symptoms described as "nausea, vomiting, thirst, confused speech," and was unable to self-treat. Customer had contact with a healthcare professional (firefighters) who obtained a blood glucose reading of "hi" and took customer to the emergency room. At the emergency room, customer had contact with an hcp who hospitalized customer for 1 week and provided unspecified dose rapid insulin infusion as treatment for the diagnosis of hyperglycemia. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections h10 was updated to reflect the extended investigation summary of sensor.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer received a low sensor reading of 155 mg/dl and experienced symptoms described as "nausea, vomiting, thirst, confused speech," and was unable to self-treat. Customer had contact with a healthcare professional (firefighters) who obtained a blood glucose reading of "hi" and took customer to the emergency room. At the emergency room, customer had contact with an hcp who hospitalized customer for 1 week and provided unspecified dose rapid insulin infusion as treatment for the diagnosis of hyperglycemia. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.